Event description:
Caller reported a malfunction on pump, but no adverse impact was noted on customer¿s blood glucose level. Technical support provided guidance on resetting pump, addressing the malfunction effectively. Customer was advised to continue using the pump and to report back if any issues reoccur.